Event description:
Plaintiff alleges suffering from a latex related illness and injury and sustained the following injuries, respiratory problems, anaphylactic reactions, related mental and emotional distress and will suffer substantial loss of earnings and earning capacity. Plaintiff's husband alleges loss of consortium of his wife.